Event description:
It was reported that the ilet displayed horizontal bars on the screen and became unresponsive, consistent with a device display malfunction and user interface failure of the screen component. Symptoms included no clinical effects. Outcomes included no impact on the user¿s health and no medical intervention or hospitalization, as the caregiver confirmed an alternate insulin therapy was available. Investigation included remote assessment via caregiver-provided photo, verification of device identification, and troubleshooting education. Investigation of this case revealed a malfunctioning display rendering the device nonfunctional for user interaction, consistent with a screen hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display, likely related to hardware malfunction.